Event description:
Death was reported in conjunction with AED deployment. The date of the incident is unk. (B) (4).

Manufacturer narrative:
Result: it was noted that there was no return of spontaneous circulation (rosc). Conclusion: this report is being filed due to associated death. The victim was in a non-shockable rhythm and no shocks were delivered.